Manufacturer narrative:
The device history review was completed and revealed no findings that could have contributed to the reported condition of failed flow rate test. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a flow rate test. There was no patient involvement associated with this event. No additional information is available.